Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the nurse replaced the patient's infusion needle with a needle-free closed infusion connector and found that the liquid was not dripping from the infusion line. After checking with a syringe filled with saline, it was found that the liquid could not be pushed in. Inspection revealed blockage. After replacing it with another needle-free closed infusion connector, the infusion was unobstructed. Additional information received from customer: the batch number (20240201) given is incorrect. Can I confirm the correct lot number? Batch number: 24025030. Can I confirm if the blockage is found for activation or injection? When you want to infusion after connecting first, you find that the liquid does not go away, and then use a syringe to activate the bolus if a blockage occurs during the infusion, how long was the infusion before the blockage occurred? Before the infusion started, it was found that the fluid did not go away what kind of medication is used? Common drugs. Please make sure that the medication is stored in the refrigerator? If so, is it allowed to reach room temperature before use? If there is no refrigerator and it is not necessary to refrigerate at low temperature, it will not be put in the refrigerator and placed in a box in the configuration room please confirm the brand and model of the connected product? Lingyang syringe and kangkang infusion set if possible, please send us the connected product to assist in the investigation. It has been handed over to the ce teacher. Please confirm if the device has obvious defects, such as cracks, flashes, discounts? None please confirm whether the connection product uses a luer connector or a luer lock fitting? In-line syringe and screw infusion set.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24025030. The feedback provided by the customer states that, "the infusion line liquid does not drip, with a syringe with saline pumped for inspection found that the liquid can not be pushed in, checking found clogging,". Further information from the customer has stated that the reported defect was identified before infusion of ordinary medicine while connected with lingyang syringe and kang kang infusion set. And the medication was not stored in the refrigerator but in a box in the configuration room. Moreover, the connecting product is a straight syringe, screw-thread infusion set and no visible defects were found to the connector. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24025030 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.